Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter it did not retract the needle when pressing the safety mechanism. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: material 22g did not retract the needle when pressing the safety mechanism.

Manufacturer narrative:
According to the analysis of the attached photo, it can be observed that the cannula did not retract, confirming the client's report. No objective evidence of this incident was found during the device history record and quality notifications analysis for the claimed lot, therefore, we were unable to determine an exact root cause.

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter it did not retract the needle when pressing the safety mechanism. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: material 22g did not retract the needle when pressing the safety mechanism.